Manufacturer narrative:
The device expiration and manufacturing dates could not be provided as the device lot number was not provided and the device was not returned. The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The reported difficulty appears to be related to the sutures deployed in the tissue tract due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional prostyle device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery with scar tissue at the access site using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, the prostyle suture was successfully preplaced. The sheath was upsized to 12f and the aaa procedure was completed. The prostyle suture achieved hemostasis; however, as a precautionary measure, two other prostyle devices were deployed to add another suture. Both sutures came out of the anatomy with removal of the devices as they had deployed in the tissue tract. Hemostasis was achieved with the first prostyle suture. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.